Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report 2 of 2. Report was received from (B)(6) stating that the device cannot secure the cutter during surgery. No injuries were reported to have occurred, however, it is unk if med intervention was necessary. The date of the event is unk. There was no additional info provided.